Manufacturer narrative:
(B)(4).

Event description:
It was reported "the user was unable to lock the cath-gard to an edwards swan-gantz catheter firmly; in spite that he/she twisted the locking adapter, the cath-gard did not fix the catheter. Therefore, the psi kit was replaced with a new one to complete the procedure. No injury to the patient occurred. According to the user, the same issue had occurred before." Further details on this occurence are unknown. Associated MDR numbers include: 3006425876-2025-00729.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the user was unable to lock the cath-gard to an edwards swan-gantz catheter firmly; in spite that he/she twisted the locking adapter, the cath-gard did not fix the catheter. Therefore, the psi kit was replaced with a new one to complete the procedure. No injury to the patient occurred. According to the user, the same issue had occurred before." Further details on this occurence are unknown. Associated MDR numbers include: 3006425876-2025-00728 and 3006425876-2025-00729.